Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hypoglycemic event. On (B)(6) 2025, the patient woke up and went to the bathroom around 7:00m. The patient lost consciousness and was found by her friend, who called emergency medical services (ems). Once ems arrived, the patient was treated with IV dextrose (d50). No bg meter reading was reported, but ems told the patient she had a low bg level. It was also found that the patient¿s cgm was in her bed and had fallen off at an unspecified time overnight while she was sleeping, therefore, no cgm value could be provided. She was wearing a betabionics ilet insulin pump. After treatment with dextrose, the patient regained consciousness and became stable, but ems still recommended the patient be transported to the emergency room (ER). At 10:00am, she was transported to the ER. There was no information of any medication or treatment being provided to the patient in the ER. No findings were made as the patient was stable, therefore, she was then sent home. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Patient data was present, however no meter values to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation and probable cause could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. In addition, the app was in an active sensor session on the alleged date of march 08, 2025, which does not reflect the allegation that the sensor fell off. No additional patient or event information is available.